Event description:
Waffle chair cushion found deflated after patient use. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for waffle chair cushion, static air seat cushion (per site reporter). Equipment failure trend reported to manufacturer's customer service department. Equipment will be sent back to manufacturer for investigation of failure.